Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited increased pacing thresholds, deceased sensing and out of range pace lead impedance measurements. It was reported that the lead had dislodged. No adverse patient effects were reported. This patient underwent a revision procedure and this lead was explanted and successfully replaced. The product is not expected to be returned.